Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited noise, oversensing, and pacing inhibition that resulted in asystole of less than 2 seconds. The rv lead was surgically abandoned and replaced. The pacemaker remains in service. No additional adverse patient effects were reported.